Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient alleged that their onetouch verioiq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining a blood glucose reading of 156mg/dl on the subject meter and an unknown reading on another unknown meter, obtained within 30 minutes of each other. The patient also reported obtaining a blood glucose reading of 132mg/dl on the subject meter and unknown reading on a onetouch ultra2 meter, obtained within 30 minutes of each other. The patient manages their diabetes with pills, diet and exercise. The patient did not report any symptoms; however they visited their doctor to request a change in medication. The patient reported having their prescription changed from actos and onglyza to 15mg of glyxambi. The patient reported testing their blood glucose on their doctor's meter and obtained a blood glucose reading of 130mg/dl. The patient did not report any medical treatment for an acute blood glucose excursion. Lifescan were unable to determine an inaccuracy as the exact blood glucose readings were not provided. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not report any symptoms or any medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.